Event description:
It was reported that the customer received a no delivery alarm. The customer was aware that blood at the insertion site is what caused the issue. The customer's blood glucose was 125 mg/dl. The customer stated that the alarm was resolved by an infusion set change. Advised to call back in when the alarm occurs in order to troubleshoot. Troubleshooting was done for the blood at the insertion site. Explained that the blood may have resulted from the infusion set being inserted in a capillary. Advised to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.